Event description:
In conjunction with medical device recall z-0030-2014 for the perkinelmer 226 sample collection device, 132 neonatal pts whose blood was collected with potentially affected devices were requested (via physician notification) to return for the collection of a second blood sample for repeat testing. While in the process of monitoring the number of pts responding, the ohio department of health notified a perkinelmer sales rep that 1 of the 132 newborn pts was deceased. (B)(6) dept of health was contacted for additional information to facilitate the MDR reporting, and provided the following; laboratory record (pt ID, name, dob, gender, parent's name, address, phone, birth hospital), birth weight (B)(6), date of death ((B)(6) 2013), interpretation of newborn screening panel (screen was reported as low risk).

Manufacturer narrative:
Recall z-0030-2014 involved a single customer ((B)(6) department of health) receiving (B)(4) potentially affected devices. During the recall it was determined that (B)(4) devices had been used to collect blood for newborn screening and the testing completed prior to the recall mitigation activities providing non-affected devices for sample collection. Through dialogue with FDA, perkinelmer and the (B)(6) department of health, the decision was made to recommend the 132 newborns return to have a second blood sample taken and new testing performed. The process of recalling newborns for recollection is in process.